Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent reposition procedure, wherein the lead was moved back up. The patient was doing well postoperatively. Nothing was explanted.